Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The mechanical jam could not be confirmed. The entrapment is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the foot was in the access site and likely manipulated which cause the foot to surf out of the guide. The foot outside the guide cannot be closed and would lead to a likely entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8fr sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14fr and the tavr procedure was completed. Reportedly post procedure, the first two prostyle sutures were pre-placed in the fascial tissue of the vessel and adequate hemostasis was not achieved. A balloon was used to open the vessel and a third prostyle device was used; however, the device did not take as the foot was jammed. A cutdown was done to remove the third prostyle device from the vessel. Two additional prostyle devices were successfully pre-placed and advanced to the vessel wall to stop the bleeding and achieve hemostasis. Due to the cutdown there was a delay in the procedure. No additional information was provided.